Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 2184149-2019-00223, 3005334138-2019-00619, 3005334138-2019-00620, 3005334138-2019-00621. During the procedure, contact force was unable to be read and a clinically significant delay occurred. The tactisys would communicate with the dws but would not display contact force. Three different catheters were used with no resolution. The tactisys was connected to another precision system but contact force would still not display. The case study was validated, the rf cable was replaced, and the system was power-cycled with no resolution. All connections were properly seated. The precisionlink was restarted and powered on successfully and sensor enabled data was being transmitted properly. Another catheter was used with no resolution. A second tactisys and fifth catheter were used to complete the procedure successfully but the procedure was delayed an additional 2-3 hours. There were no adverse consequences to the patient due to the delay.

Manufacturer narrative:
The device was returned due to a contact force issue. Contact force was displayed when the returned device was connected to the tactisys unit, with no error messages noted. The device met specifications for electrical testing, temperature testing, and optical signal properties. Additionally, the catheter met specifications during leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A review of the evaluation performed on the tactisys involved in the reported event determined the root cause of the contact force issue and significant procedure delay was tactisys related.